Manufacturer narrative:
H3. Destructive analysis identified that the over pressurization mechanism (opm) was not seated properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implantable infusion pump. It was reported that an open box pump failure occurred. The scrub technician had extreme difficulty aspirating shipping fluid from the pump during the pre-procedure process. Multiple syringes and needles were used. They could only remove 6-7ml of fluid. Technical services was called and they suggested trying to warm the pump and attempting to aspirate. That did seem to help some. Warming the pump allowed the scrub technician to aspirate approximately 36ml from the pump but when she went to put in drug, the pump would not allow the reservoir to be filled. The pump was never implanted. There were no environmental, external, or patient factors that may have led or contributed to the issue. At the time of this report, the issue was resolved.